Event description:
Per the info provided to co by the physician's office, the device was removed due to "deflation." As reported to co, the entire device was removed and replaced, with the exception of the reservoir, which was left in place. 7/21/97-per the operative notes, the physician/surgeon stated that "the right input tube...was traced proximally until it hit the pump and it was noted to be torn at that area. Obviously this is the area where the damage occurred. In removing the rest of the implant, no other obvious problems were seen."